Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluation could not be performed. Device history evaluation (DHR) was unable to be performed as the lot number of the device involved in the event is unknown. The complaint could not be confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4), the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that during the procedure, while trialing the head component, the trial head slipped into the patients pelvis and was unable to be recovered by the surgeon. Attempts have been made and no further information is available.